Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) turns off by itself. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found no errors in the error log to indicate the unit shut down during use. The biomed could not verify or duplicate the issue either. The fse ran the iabp for an hour without any issues. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) turns off by itself. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.